Event description:
It was reported that there were no device issues at the time of the patient outcome and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller, serial number (B)(6), was evaluated following the reported events of flow decreasing, modifications of power and pulsatility index (pi), and a controller exchange. A review of the submitted and downloaded log files captured the driveline being disconnected on 24jun2025 and shortly after both power cables were disconnected. This series of events is consistent with the controller exchange. There was no indication of an issue with the controller in the log files. The controller was functionally tested and passed. The controller was connected to a test power module, system monitor, and mock circulatory loop for an extended period without any issues or atypical alarms. The root cause of the reported events could not be correlated to an issue with the controller. Per the hf complaint procedure a device history record review was not performed as the product performed as intended during evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the monitoring flow decreased to 0 and there was a red alarm for low flow. There were slight modifications of power and ip. The system controller was exchanged.